Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient had a "bad" smelly discharge on the peg tube area and an infection on the peg tube area. On (B)(6) 2017, the patient experienced redness on the peg tube area. On (B)(6) 2017, the patient began an unknown antibiotic treatment for the infection on the peg tube area. On an unknown date, the 'bad" smelly discharge on the peg tube area redness on the peg tube area resolved.